Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient underwent surgery for a replacement of component of hmrs anch piece 11mm due to pain. During the procedure the hmrs anch piece on distal screw hole was found to be broken. The hmrs anch piece was replaced.